Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that could not be discharged since reprocessing failed to be performed in accordance with the instructions for use (IFU), which resulted in clogging of the foreign material in the air/water nozzle. The cause of entering of the foreign material was unable to be specified since detailed information of handling was unavailable. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had insufficient air to clear water from the objective lens. Upon inspection and testing of the returned device, it was noted that the nozzle was clogged with foreign matter due to insufficient cleaning. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The issue occurred due to clogging of the nozzle. It was noted that water tightness was lost due to deformation of the scope cover. The light guide lens was cracked and the adhesive around the lens was peeled. The adhesive around the objective lens was also peeled. The grip was shaved. There were scratches and dents noted throughout the device. The scope connector was dirty due to water leakage. The adhesive of the bending section rubber had a crack and a chip. The play of the up/down knob and the bending angle did not meet standard value due to the wear of the angle wire. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility